Event description:
Information received from the field notes that the patient went to the emergency room with a heart rate in the 40's. The device exhibited intermittent ventricular capture in bipolar mode. The device was programmed to unipolar and the output was increased to resolve the capture anomaly.